Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the device was undersensing beats during treated ventricular tachycardia/ventricular fibrillation (vt/vf) episodes. The device remains in use. No patient complications have been reported as a result of this event.